Event description:
It was reported by the mother of the patient (pt) via email to the rep, that they are seeing "system error, unexpected error code: 0x52626b2b." Tech services (tss) suggested to power off the handset and the tm91 and retry again. Also, try to do a normal communication vs trying to mark the event from the main dbs app screen to see if that resolves the issue. No symptoms reported. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the app wasn¿t determined and it was unknown if it had resolved. Further troubleshooting was attempted with the manufacturer, but it was unknown if the issue had resolved. 2023-10-12 rtg0496281 update (con): additional information received from the consumer reported they were still seeing ¿system error message 0x52626b2b¿ on the handset. To mark an event the consumer opened the handset, powered on the communicator, and from the home screen they clicked on events. The consumer could see it trying to connect, but then it logged them out when it was about 40% along the timeline, then provided the system error message. The consumer was asked to try the following steps: 1) try a normal interrogation (do not mark events) to see if there is any issues with telemetry or connection, 2) try marking an event when in the a620 app and 3) try it again within the home screen. 4) interrogate with a610 cp app to see check the ins and programming and potentially get logs. Later that day the manufacturer¿s representative (rep) called back and noted when they first interrogated the implant, they got a message about picking the active group and noticed therapy was off. The rep wanted to know how they could determine why therapy was off. The rep also mentioned the patient had to recharge the handset 20 times a week and a half ago. The rep was going to get the logs files if they had a chance the following time they met with the patient.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID a620 lot# serial# unknown implanted: explanted: product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they tried to get logs, but it didn't work. The rep hadn't seen the patient in a couple months but would try to get logs the next time they saw them.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of therapy being off wasn¿t determined. The next time the rep was at the clinic they planned on getting logs associated with the event. Therapy was turned on at the last programming appointment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.